Event description:
Erroneously high troponin (accu tnl) results from three pts that were generated by the unicel dxl 800 access instrument. The elevated accu tnl results for pts one, two and there were 15.29 ng/ml, 12.75 ng/ml and 11.86 ng/ml respectively (above the ami cut-off). The results were reported out of the lab the elevated accu tnl results were retested and results for pts one, two and three were 0.01ng/ml, 0.03 ng/ml and 0.03 ng/ml. The corrected results were reported out of the lab. Pt number one had additional testing performed which included dual isotope testing and pt number 3 was given levinox and nitroglycerin.